Event description:
The user reported that air entered the system from a bonded connection of the kit during a coronary angiographic procedure. No air was injected. The device was replaced and the produce completed without further complications. No harm or injury was reported.

Manufacturer narrative:
Device eval: the actual device was not returned for eval. A review of the device history record found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. A returned device from the same lot was examined visually and pressure tested. The complaint is not confirmed, no leaks were found. The device operated within specifications.